Event description:
A part of the data matrix tag (dmt) label separated from the sponge after soaking in saline warmer. The issue was discovered prior to use in the scheduled procedure and was removed from the sterile field.

Manufacturer narrative:
The returned sponge sample was visually examined and it was confirmed that the dmt label did separate from the sponge. More info is required to fully investigate the issue. Investigation is in process. A f/u report to be sent.